Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, vessel sealer extend (vse) instrument was not recognized on e-100 generator, but it was recognized on vio integrated electrosurgical generator unit (iesu). The intuitive surgical, inc. (Isi) clinical territory associate (cta) received phone assistance from isi technical support engineer (tse). The tse had the cta perform hard power cycle e-100 generator, but the issue was not resolved. The tse advised the cta to continue the procedure without e-100 generator. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi has not received the e-100 generator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The e-100 generator was returned for failure analysis and the reported failure was replicated. This e-100 unit was installed onto the test system and failed testing. The e-100 generator turned on with the vessel sealer instrument installed and presented a red led. On the next power cycle, the instrument was left unplugged then installed after startup sequence, the instrument led did not turn on despite attempting instrument installment multiple times. The vision side cart (vsc) troubleshooting panel still showed the unit, so energy was tested and it was found to be completely operable. The next power cycles that were done would show the issue is intermittent, the instrument led turned on and the unit did not present a red led afterwards.